Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to backup vvi. The device was tested on the bench and telemetry, impedance, sensing, pacing, and high voltage output tests were normal. The cause of the reported field event was backup vvi without root cause.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was not able to be interrogated prior to implant while preparing for an implant procedure. The device was not used and replaced with new device. There was no patient involvement.